Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated it was thought the patient¿s death was related to the device or therapy as the pump was flipping and he was not getting the correct amount of medication. The patient¿s cause of death was baclofen withdrawal and it was reported the patient passed away on 2020-jul-12. Additionally, the patient was in the hospital for baclofen withdrawal and they could not get a new pump to do surgery. The patient¿s admitting diagnosis was baclofen withdrawal. An autopsy or toxicology report would not be available. Regarding the device status, it was reported it would not be returned as the patient was cremated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-dec-2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 15-aug-2019, UDI#: (B)(4). The initial reporter, when asked to provide his contact information, stated that he wished to remain anonymous. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving medications via an implanted pump. The reporter stated that there was a mixture of drugs in the pump including baclofen, but the reporter had no other details. The patient¿s medical history included being paraplegic. The indication for infusion system use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2020 it was reported by a friend of the family that the patient died over the weekend at the hospital due to a flipped pump where the catheter possibly kinked. Per the reporter, this had also occurred about 2 years ago but was taken care of at that time (see manufacturer¿s report number 3004209178-2018-06520). Per the reporter, it was the patient¿s wife¿s opinion that the patient needed surgery to have the pump/catheter revised. They were not sure if the doctors at the hospital were taking it seriously that the patient was in itb (intrathecal baclofen) withdrawal and then the patient went into cardiac arrest and died. The reporter thought the patient went into withdrawal possibly thursday ((B)(6) 2020) or friday ((B)(6) 2020) of last week and died possibly friday of last week. No additional information was provided regarding the event.